Event description:
Related manufacturer report number: 1627487-2022-00772. It was reported that the patient was experiencing pain on the right side. Further investigation finds infection at the extension site. As a result, patient was treated with antibiotics to resolve the issue.

Manufacturer narrative:
Date of event is unknown.